Manufacturer narrative:
(B)(6).

Event description:
Operational test was performed at a sales office and "alarm failed" alarm occurred.there was no patient involvement

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. Speaker 1 was replaced and then the phenomenon did not occur.